Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-17538. It was reported that the patient presented for a scheduled procedure. After the procedure, a post implant x-ray was performed, and it was noted that the right atrial lead and the right ventricular lead needed more slack added to them. More slack was added to the leads. The patient was stable before, during, and post procedure.